Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was having frequent low flow alarms, and low flow software was requested. The hospital identified the small body surface area of the patient in combination with recovery of the native heart as the root cause of the alarms. It was also noted that the patient was having suction events.